Manufacturer narrative:
Follow-up # 1 (06/13/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 7:00pm. As part of his diabetes regimen, the patient claimed he is on oral medications of metformin and glipizide pills. Despite the alleged issue, the patient stated he continued to administer his usual dose of oral medications in the morning and evening. At 9:00am the following day, the patient stated he contacted his pharmacist by phone for advice. According to the patient, his pharmacist advised to call lfs for help on the subject meter. The patient claimed 4 days after the alleged issue began, he developed symptoms of blurry vision and was feeling dizzy. The patient denied testing on any other blood glucose device. At the time of troubleshooting, the cca noted the patient was a first time user of the subject meter, the meter was not misused, the correct test strips were used, and the meter did not require a battery replacement. The alleged issue was not resolved with training since the power button and test strip insertion per the owner's manual did not turn the meter on. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.